Event description:
It was reported that the patient was one week post-op. When using the patient programmer, the patient received a terrible shock. The patient though it was related to the 9v battery in the programmer. The battery was changed. The patient again received a significant shock. The device was interrogated. It was found that there was a therapy impedance > 4000 ohms and <15 ua. The therapy program was 4-, 7+ on channel 2 at 0.1v and pulse width 210. Further troubleshooting was being considered. Additional information received that the patient reported once he changed the 9v battery out, he was "fine". The patient felt that the battery put in by the manufacturer was "cheap". No further actions were needed once impedances were checked and found to be within normal limits. Palpation was done around the neurostimulator and the patient denied any discomfort.